Event description:
The customer reported being hospitalized for high blood glucose and diabetes ketoacidosis. The customer stated that the infusion set tubing was filled up with blood. Troubleshooting was not performed and no further information was provided at time of call.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.